Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited a lead safety switch to unipolar due to an out of range pacing impedance measurement. Boston scientific technical services (ts) recommended programming back to bipolar configuration with lead safety switch on and continuing to monitor the system. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4) the product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating this device was explanted approximately two months later. No additional adverse patient effects were reported.